Manufacturer narrative:
(B)(4). The investigation is still ongoing on this event. When the investigation is completed a follow-up report will be sent to the FDA.

Event description:
The customer stated the system reports that it is ready for exposure. Holding the pedal in for a while will not result in a picture. After the restart it was the same.